Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that they had a stroke about 2-3 years ago, and as a result they had difficulty with memory. No device issues were reported. No further patient complications have been reported as a result of this event.